Event description:
It was reported that the user experienced prolonged hyperglycemia after missing a meal announcement and consuming french fries and a milkshake, with blood glucose rising after dinner and remaining high for approximately five hours, peaking at 348 mg/dl; the user reported only high glucose alerts from the ilet, replaced the teflon 6 mm 23 in infusion set per guidance, and was instructed to monitor for improvement. Symptoms included no reported clinical symptoms. Outcomes included no need for external assistance and no medical intervention. Investigation included user coaching on infusion set replacement and monitoring. Investigation of this case revealed no observed hardware issues with the removed infusion set and no device alerts other than high glucose, with hyperglycemia attributed to missed meal announcement and high-carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate with user-related factors contributing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.